Event description:
Event description cpi received information that this implantable pulse generator (ipg) was removed after the patient passed away. There are no known product performance allegations against the device.